Event description:
The patient via a manufacturer representative reported that they were charging their implantable neurostimulator (ins) too often. The patient had previously been charging their ins once per week but at the time of the report they were charging twice per week. The last time the patient had been reprogrammed was in (B)(6) 2016 and they didn't think the settings had changed much since then. It was also taking the patient longer to recharge their ins. It was noted that the patient had high density programming but they rarely used it because it depleted the ins battery too quickly. These issues were noted to have started in (B)(6) 2016 but it was also noted that they started in (B)(6) 2016 so it was unclear when the recharging issues started. The patient met with a manufacturer representative on (B)(6) 2016 to have the ins checked. The impedances were between 700 to 900 ohms for most electrodes and 2 of the electrodes had impedances around 1,000 ohms. The group impedance was between 376 and 709 ohms which was within normal range. The recharging statistics were pulled from the device and showed the average coupling was 8 bars with an average recharge recharging session length of 3.5 hours and a recharging interval of 18.6 days. The recharging sessions were: (B)(6) 2016 for 2.4 hours (147 minutes) with a final charge of 75% (3.810 volts) (B)(6) 2016 for 3.3 hours with a final charge of 75% (B)(6) 2016 for 2.4 hours with a final charge of 100% (B)(6) 2016 for 3.5 hours with a final charge of 100% (B)(6) 2016 for 3.7 hours with a final charge of 75% (B)(6) 2016 for 4.0 hours with a final charge of 100% based on the recharging statistics the patient's recharge interval appeared to be normal. The patient's settings for group a were: 2.70v, 270 microsecond pulsewidth, 40 hz rate, 482 ohms, 2 anodes and 2 cathodes 2.30v, 320 microsecond pulsewidth, 40 hz rate, 390 ohms, 3 anodes and 2 cathodes 2.60v, 450 microsecond pulsewidth, 40 hz rate, 709 ohms, 1 anodes and 2 cathodes 5.20v, 60 microsecond pulsewidth, 40 hz rate, 376 ohms, 3 anodes and 2 cathodes the battery charge calculation showed a recharge interval of 10.24 days at the beginning of life and 8.63 days at the end of life. The time taken to recharge also appeared to be normal. It was noted that the ins was moving around a bit but this was not different than before and the ins might be at an angle. It was unknown if the ins had been at an angle previously. The patient's ins voltage on (B)(6) 2016 3.705 volts which was considered normal. It was also noted that the patient had seen a temperature gauge on their recharger after 2.5 hours of recharging. The patient had been leaning against a couch or chair during recharging but the patient noted that it hadn't shown the temperature message before. Additional information received from a manufacturer representative reported that based on the calculations the charging was normal. The cause of the patient feeling they needed to charge more was unknown. There were no patient symptoms reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.